Manufacturer narrative:
The electrode remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during defibrillation threshold (dft) testing at the implant procedure, the shocks were not effective. Additionally, the shock impedance measurements were high, with one out-of-range measurement of greater than 200 ohms. Technical services reviewed the available data and confirmed the impedance measurements improved by the last shock at the induction and the high measurements were considered due to the implant situation. X-rays showed the device was positioned a little bit high and the electrode position was suboptimal. Two days later the electrode was repositioned and new dft tests were performed. The induced arrhythmia was successfully converted and the shock impedance measurement was normal at 55 ohms. No additional adverse patient effects were reported. This electrode was implanted, dfts unsuccessful and one high, oor shock impedance observed with first shock. Electrode was repositioned 2 days later and dfts were successful.